Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier (mlca) failed to apply the clip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use with no issue. The issue occurred when the surgeon was attempting to clip a blood vessel. The clip could not be closed because the medium-large clip applier jaw stopped moving. The medium-large clip applier was reattached to the arm three times, but the issue was not resolved. After, the surgeon elected to use a backup medium-large clip applier to resolve the issue. The issue was not related to unexpected motion of the medium-large clip applier or clip opening after closure of the clip. The size of the clip was medium-large. The vessel was not greater than 10 millimeters.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier (mlca) instrument was analyzed and the complaint regarding clip application failure was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified. .